Event description:
The complainant reported that a patient on impella 5.5 support was found to be hit+ and had concern for clots in graft. Physician removed the impella and graft completely, and attached new graft. Patient was supported with milrinone while off impella support and a new impella 5.5 inserted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Additional information added to section b, g4, and h6 pertaining to the report of a high purge pressure. Upon investigation completion, a supplemental report will be filed.

Event description:
Upon review of the noted case, it was documented that leading up to explant, persistent high purge pressures were encountered for which tpa was administered. The pump was subsequently explanted along with the graft due to concerns of a potential clot. Patient was supported with milrinone while off impella support and a new impella 5.5 and graft were inserted.

Manufacturer narrative:
The investigation for the reported thrombocytopenia and high purge pressure issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.